Event description:
(B)(4). Initial information received from a physician via a sales representative on (B)(6) 2009: a female patient of an unknown age was treated with poly-l-lactic acid [sculptra]; lot #, expiration date, dosage, therapy date and indication were not provided. On an unspecified date, the patient experienced nerve paralysis in the lower part of the face. It was reported the patient had an appointment today ((B)(6) 2009) with the physician. Concomitant medication and medical history were not provided. No further relevant information reported.

Manufacturer narrative:
Initial information received from a physician via a sales representative on (B)(6) 2009: a female patient of an unknown age was treated with poly-l-lactic acid [sculptra]; lot #, expiration date, dosage, therapy date and indication were not provided. On an unspecified date, the patient experienced nerve paralysis in the lower part of the face. It was reported the patient had an appointment today ((B)(6) 2009) with the physician. Concomitant medication and medical history were not provided. No further relevant information reported.